Manufacturer narrative:
This report is submitted on may 12, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection and was hospitalised for several days (specific dates and duration not reported). Subsequently, the patient's device extruded resulting in the decision to explant the device on (B)(6) 2017.

Manufacturer narrative:
This report is submitted (B)(6) 2017.